Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot number xjh173. Please refer to attachment.

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2008 along with concurrent laparoscopic vaginal hysterectomy with right salpingo-oophorectomy, anterior/posterior colporrhaphy, sacrospinous ligament suspension, mesh placement, sub urethral sling, due to symptomatic fibroids, pelvic prolapse, 3 degree cystocele, 2 degree rectocele, and stress urinary incontinence. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopically assisted vaginal hysterectomy with right salpingo-oophorectomy, anterior and posterior colporrhaphy, and sacrospinous ligament suspension due to pelvic organ prolapse, and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, fistulae, recurrence, depression, and dyspareunia. The patient underwent hysterectomy in (B)(6) 2008. The patient underwent vaginal biopsy in (B)(6) 2010. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.